Manufacturer narrative:
An engineer of the local dräger s&s organization has examined the device on-site whereby the reported ventilator failure could be confirmed. It was traced back to an issue with the ventilator motor; its replacement has put back the device into fully operable condition. Dräger concludes the following: to protect the patient from potentially hazardous output and to prevent from serious mechanical damages to the ventilator unit the device shuts down automatic ventilation as a response to various conditions, these include motor speed deviations, too high motor current consumption, a transient rise in airway pressure and others. As confirmed for the particular case, manual ventilation using the built-in breathing bag is further possible, the monitoring functionalities of the device remain unaffected as well. Log file analysis performed by the manufacturer confirmed the validity of the on-site expertise. Dräger finally concludes that the device responded as designed in the particular situation - the supervisor function of the software has initiated a shut-down of automatic ventilation for safety reasons and has alerted the user to this condition by means of a corresponding alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that automatic ventilation suddenly stopped during a surgical procedure. The users bridged patient support in manual ventilation until a replacement device could be introduced. The event did not lead to health consequences for the patient.